Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a scratch on the lens of the main unit, camera cable has a burn mark, discoloration on the video connector and electrical contacts, corrosion on the scope mount and the free lock lever. A definitive root cause cannot be identified. A device history record review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): IFU applicable sections the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": ·hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following description is found in "caution" in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a video connector section cracked. There were no reports of patient injury or medical intervention associated with this event.